Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during ventilation, alarms were generated for low o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) who preventively replaced the nozzle units that are part of the gas modules. The reported alarms for o2-concentration low were not reproduced during test of the returned nozzle units in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The alarm was confirmed in received device logs. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).